Event description:
Healthcare professional reported they treated a patient in the mid face and lower with juvéderm® voluma¿ with lidocaine. A few days later, patient returned with swelling to the right cheek and lower left side. Healthcare professional prescribed non-penicillin antibiotics. Patient returned later with little improvement and an abscess to the lower left side. Event ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they treated a patient in the mid face and lower with juvéderm® voluma¿ with lidocaine. A few days later, patient returned with swelling to the right cheek and lower left side. Healthcare professional prescribed non-penicillin antiobiotics. Patient returned later with little improvement and an abscess to the lower left side. Event ongoing.